Event description:
It was reported that the patient underwent surgery for posterior spinal fusion at l4-s1 with implant of posterior fixation at l3-s1 with dynamic segment at l3-4. X-rays taken approximately 18 months post-op revealed a rod cable fracture. The patient underwent a revision surgery to remove hardware.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.